Event description:
During an atrial fibrillation procedure, following the insertion of the sheath into the left atrium, when the sheath aspirated, a mass of air was aspirated. The sheath set was pulled back to the right atrium and air was aspirated into the syringe in addition to the mass of air. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No vital changes were observed in blood pressure and the st segment evaluation during the procedure. The patient was put under a wait-and-see approach. As of (B)(6) 2022, no air embolism was noted in the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal; a tear was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seal, torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak and air embolism could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, following the insertion of the sheath into the left atrium, when the sheath aspirated, air was aspirated. The sheath set was pulled back to the right atrium and air was aspirated into the syringe again. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No vital changes were observed in blood pressure and the st segment evaluation during the procedure. The patient was put under a wait-and-see approach. The patient was later discharged from the hospital in a stable state.